Event description:
Affiliate reports that the fiber optics were damaged (cut) inside the tube. The intracranial pressure reading was wrong. A new icp device has been placed.

Manufacturer narrative:
Codman has requested the device for evaluation. It is anticipated that is will be returned. Upon completion of the investigation, a follow up report will be filed.